Event description:
It was reported that the customer inserted the catheter through device. When the physician tried to adjust the catheter, catheter got stuck between #1 and #2 electrode near the device. Customer could not remove the catheter from ava. Catheter was removed with the device together. Follow up with customer, indicated that the catheter was inserted into the patient when it was caught. No patient complications were reported.

Manufacturer narrative:
Device not returned.